Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement it was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and thickened leaflets. An xtw clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened roughly 10-15 degrees. The clip remained stable and mr was reduced to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open while locked. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿four (4) echocardiographic videos of the reported device were provided. The first video shows an lvot view in which the clip is grasped and fully closed on the leaflets. The radiopaque tip ring of the delivery catheter (dc) can be visualized distal to the clip arms, directly above the leaflets, indicating the clip is still attached to the l-lock shaft of the dc and the video was taken prior to deployment (mechanical separation). The clip appears to be in the fully closed position with a clip arm angle ~15° - 20°. The second video shows an inter commissural view (left) and lvot view (right), both with color doppler, and presents similarly as the first video. The second video was also taken prior to deployment and shows the clip fully closed on the leaflets and attached to the l-lock shaft. The third video and fourth video were taken post deployment, as the fully deployed clip can be seen on the valve with no dc or cds in view. The clip arm angle in these post deployment videos appear to be ~25° - 30°. The angles stated in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed. The image quality of the videos provided is poor with low resolution and artifacts occurring around the area of the clip which obscure the image of the clip arms, especially in the pre deployment videos. Based on a side-by-side assessment of the clip pre and post deployment, it does appear that the clip arm angle changed post deployment, but it cannot be determined if this falls within the range of normal behavior (lock settling) or a potential cowl. There are no additional observations based on the videos provided.